Event description:
It was reported that there was a revision due to disassociation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -00073.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10:tm reverse stem 14mm x 130mm cat# 00434906506 lot# 64841033 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.